Event description:
It was reported that during a total knee case the surgeon navigated the femoral 5 in 1 cutting block onto distal femur using the visualization tool and the block was shown to be close to the plan. The surgeon then pinned the cutting block and then reverified the placement of the cutting block with the visualization tool. This second time it showed the block anterior cut was off by 10 to 11mm. After multiple times of checking to make sure visualization tool was in the hand piece correctly, checked the verification of the femoral check point and was shown to be off by 11mm. Then redefined the femoral checkpoint. The surgeon and pa were very addimant that the femoral trackers did not move. Delay of less than 30 minutes and surgery was completed using angle wing to confirm placement of 5 in 1 block. No injuries involved.

Manufacturer narrative:
The device was being used during the treatment when a discrepancy was noticed while cutting. The log files nor any case screenshots were returned for evaluation. The DHR was reviewed for software version (rc-7007) and it has been validated. A complaint history review was performed and found reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500097 reve) provides instructions on femur checkpoint verification (pg 111). Based on the information provided, the IFU is not the cause of the reported event. A relationship between the device and the reported event has not been established. A factor that could have contributed to the reported event was that the surgeon was gripping the handpiece tracker hard enough to bend it, causing the discrepancy between the physical cut and the cuts shown on the system. Without the actual log files or case screenshots, the issue could not be confirmed. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. If the log files or case screenshots are returned, the complaint will be re-investigated. Without supporting clinical/medical documents, a thorough investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed.